Event description:
Reporter alleged that compact blood glucose test strips were labeled with an expiration date of 03/31/2008. The manufacturer batch records show the actual expiration date to be 11/30/2006. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.